Manufacturer narrative:
The nurse manager reported that four zm transmitters were not displaying the heart rate (hr) at the central nurse's station (cns). They were functioning normally for approximately 45 minutes prior to the call. The nurses reported seeing a "check electrodes" error message on three of the devices. The problem initially started with two teles and had since expanded to four. They tried removing and re-inserting the batteries and swapped the ECG cables, but the issue persisted. They were using a mixture of nk and non-nk accessories. No patient harm was reported. Each of the four zm transmitters were reported respectively in the following tickets: (B)(4). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: zm transmitter: model #: zm-530pa. Serial #: (B)(6). Device manufacturer data: 11/10/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitter: model #: zm-530pa. Serial #: (B)(6). Device manufacturer data: 11/10/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitter: model #: zm-530pa. Serial #: (B)(6). Device manufacturer data: 11/10/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitter: model #: zm-530pa. Serial #: (B)(6). Device manufacturer data: 11/10/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The nurse manager reported that four zm transmitters were not displaying the heart rate (hr) at the central nurse's station (cns). No patient harm was reported.